Event description:
It was reported that four months after a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. In 2003 the physician successfully stented a 95% stenosis in the proximal left anterior descending (lad) artery with a taxus express2 8.8% 3.5 mm x 16 mm drug eluting stent. After the procedure, the physician recommended the pt take clopidogrel. The pt stopped taking the clopidogrel in 2003. In 2004 the pt experienced sudden chest pain, syncope, unconsciousness, documented ventricular fibrillation, and anterior s-t elevation after defibrillation (precordial EKG leads). The pt was immediately brought from myocardial care unit to cath lab. After angiographic confirmation of thrombosis in the proximal lad taxus stent, the physician dilated the area with an agua 3.0 mm x 15mm (8 atms), and then with a maverick 3.5 mm x 15 mm (18 atms), IV. Following recannulization of the lad, the pt exhibited immediate improvement of status and disappearance of chest pain. Abciximab was initiated before the procedure with a 20 mg bolus, and then a continual infusion for 12 hours post procedure. Echocardiogram 4 days later, revealed hypokinesis of the pt's anterior wall with an ejection fraction (ef) of 35%. Clopidogrel was recommended for 6 months, which the pt refused to take, therefore it was recommended to start ticlopidine for 1 year. The current pt status is unk. In the opinion of the physician, the stent thrombosis was related to the taxus stent.